Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2r28 that has a similar product distributed in the us, list number 8p28, 510k k063329. All available patient information was included. Additional patient details are not provided.

Event description:
The customer reported false nonreactive alinity I havab igm results were generated on the alinity I processing module for a 13-year-old female. The following data was provided (reference range: < 0.80 s/co nonreactive, 0.80 to 1.20 s/co grayzone reactive, > 1.20 s/co reactive): sid: (B)(6) (patient has chronic hepatitis with ast and alt > 100): (B)(6) 2026 1st run of havab igm results: reagent lot 74412be00 = 7.81 s/co (reactive) reagent lot 80220be00 = 0.64 s/co (nonreactive) results generated after re-centrifuging: reagent lot 74412be00 = 8.20 s/co (reactive) reagent lot 80220be00 = 0.63 s/co (nonreactive). (B)(6) 2026, 2nd run of havab igm results after re-centrifuging: reagent lot 74412be00 = 7.94 s/co (reactive) reagent lot 80220be00 = 0.58 (nonreactive). (B)(6) 2026, havab igm results after recalibration: reagent lot 74412be00 = 7.47 s/co (reactive). (B)(6) 2026, results after dilution using reagent lot 80220be00 (per the package insert: samples cannot be diluted for the alinity I havab igm assay) 2x dilution 0.44 3x dilution 0.38 (B)(6) 2025, results after using a new reagent lot 76354be00: initial result = 3.97 s/co repeat result = 4.29 s/co. There was no impact to patient management reported.